Manufacturer narrative:
The customer stated that he did not wash his hands prior to performing the test. As per contour next link 2.4 user guide, "wash hands and dry well before handling to keep the meter and test strips free of water, oils and other contaminants." The customer was advised to follow the proper testing technique. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 40 mg/dl at 5:08 a.m. And 54 mg/dl at 5:13 a.m. While using the contour next link meter. The customer was presenting with symptoms of hypoglycemia such as shakiness in his extremities and was feeling confused. The customer's wife helped him getting up from the bed and gave him 3 glucose tablets to stabilize his glucose levels. Another testing was performed using the contour next link 2.4 meter and readings of 141 mg/dl and 47 mg/dl were obtained at 5:25 a.m. And 5:27 a.m. Respectively. The customer's glucose level was stabilized after sometime. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer. Since the customer did not have strip information he used during the event, this report will be submitted under meter information.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, in-house contour next link 2.4 meter and in-house contour next link meter were tested with in-house contour next test strips, which gave satisfactory performance.